Event description:
The ventilator alarmed low o2 reading 21%, while set to 35%. The settings were raised to 100% and the display still read 21%.

Manufacturer narrative:
The o2 module was evaluated, and the problem was isolated to a single component failure.